Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm set-up, customer reported that the thermogard xp ivtm system (serial # (B)(4)) displayed "m ID:09" (air trap assembly) during power-on-self-test. Liquid was observed in the air trap holder area. No patient involvement.